Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and resumed insulin to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided with ketones. On (B)(6) 2026 the customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. At the time of report with tandem technical support, customer was still admitted to the hospital and declined further follow-up to obtain a release date. No additional information was provided.